Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. MFR# clarification: new registration number 3012307300 (B)(4) is now being used for MFR report number, replacing registration number 2183502 (B)(4).

Event description:
It was reported that a deltec gripper micro blunt cannula safety needle was used to access a patient's port. While pulling up on the device to remove the needle, the device fell apart at the "hinge" end and the nurse sustained a needlestick injury. No permanent injury was reported. B

Manufacturer narrative:
Three unused samples were returned for evaluation. Visual inspection of the devices found no abnormalities or defects. Functional testing found the samples to operate as intended. When the device tabs were pressed, the arms were found to easily pull into the retracted position, locking the needles into place as intended. The reported issue could not be duplicated and these samples were found to function as specified. Two used samples were also returned. The first used sample had two intact parts: the infusion set with blunt needle and the introducer needle fully captured in the safety mechanism. No issues were identified with this sample; the needle was fully captured in safety as intended. The last used sample showed the needle retractor was pulled out from its hinges. No testing could be performed on this last sample: the safety mechanism was returned broken into two parts. A review of the testing and inspection documents was performed and were deemed adequate and correct. A review of the manufacturing process was performed with a similar part number (same process, procedures, and controls) and did not identify any discrepancies. Based on the evidence, a root cause was unable to be confirmed; the most probable root cause was attributed to the needle retractor separating during use of the product. No evidence was found to suggest the reported event was related to an intrinsic product problem.